Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application was unavailable. The field service engineer (fse) replaced the collimator charger interface board (ccib) board; however, the replacement part was found to be defective. The original board was reinstalled, and all drawers were verified as accessible. Functionality was confirmed through diagnostics, which showed all drawers detected and operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had multiple drawers failed and application was unavailable. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.